Event description:
It was indicated that, during a surgery to replace the patient¿s pain pump, the surgeon was unable to disconnect the sutureless connector from the pump. Therefore, the surgeon had to cut the catheter and splice a new sutureless connector segment to the replacement pump. It was noted that the patient had not had any problems with his pump or getting effective therapy; he was happy with it. The drug(s) being used in the pump were not reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported the system was being used to deliver hydromorphone.